Event description:
Mini lap received a copy of a medwatch report from FDA. The report alleged that while a pt was undergoing a laparoscopic cholecystectomy, there was a small nick on the right side of the abdomen. The fascia was thick and during insertion, the tip of the alligator clamp got twisted. Another grasper was used and the tip got bent and fell off. There was no pt harm.

Manufacturer narrative:
The surgeon inserted the device with the jaws exposed during the use of both instruments. The instructions for use require that the handle be pulled back to expose the needle tip during penetration into the abdominal wall. We believe this incident was the result of misuse. There is no indication that the device malfunctioned.